Event description:
It was reported that the ulnar cap screw failed. It unscrewed in situ after 2 years implanted with cap as well as falling away from its position. The cap will be replaced with a surgical date yet to be determined.